Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. Multiple bends/kinks were observed in the polyimide section of the stylet with the largest kink located approximately 5.7 cm proximal to the distal tip of the stylet. A microscopic observation revealed no breaks or tears in the stylet or the polyimide tubing; however, one magnet within the polyimide tubing near the distal tip was observed to be broken. Insufficient evidence was found on the returned sample to indicate a specific root cause of the kinks in the stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. A lot history review (lhr) of reew1804 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the stylet was bent. Additional information received: placement info: was never placed in patient a detailed description of the event: prior to placing in patient stylet was pulled back PICC line was trimmed stylet wire was advanced and kink in wire present. Wire never entered into the patient was there patient harm reported?: no. On (B)(6) 2021: the returned wire was kinked.